Event description:
It was reported that lead oversensing anomaly was observed on the rv lead. Patient was asymptomatic. Oversensing issue was infrequent and short in duration and patient had intrinsic underlying rhythm and pacing inhibition was not an issue. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.